Event description:
It was reported that customer was hospitalized for high blood glucose levels. As a result, customer went into diabetic ketoacidosis (dka). Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).